Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell off a tractor and broke their arm. The following day, high threshold was indicated and the lead was suspected to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.